Event description:
A malfunction was reported on the pump. The customer could not confirm the fault ID. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a new insulin pump for insulin therapy. No additional patient or event information was available.